Event description:
The field service engineer confirmed a discoloration and crystallized material was present on the architect wash zone ground strap. The ground strap was removed and replaced without incident or injury.

Manufacturer narrative:
(B)(4). Erratic beta-human chorionic gonadotropin results. Investigation summary: there were no issues with the sample integrity of the patient sample or the immunoassay analyzer. All of the quality control values were within range. During the field service visit, the field service engineer (fse) trained the customer on the probe replacement and calibration procedures. He recommended the replacement of the probes should occur approximately every 3 months. The fse checked and found no issues in the wash zone, trigger, and pretrigger dispensers. The fse cleaned and checked the aps i2000 interface. The instrument is performing within specifications after the instrument troubleshooting was performed. Review of documentation revealed a review of the instrument logs was performed. The specific patient sample was not captured in the result log. The customer alleged issue could not be confirmed. The likely cause of the issue is unknown. Based on the available information, no product deficiency was determined. After the instrument troubleshooting that was performed by field service, no additional occurrences of erratic b-hcg have been observed. A malfunction of the system was not identified, because the instrument was performing as intended. This is the final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.